Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer experienced low blood glucose (bg) of 30mg/dl, cause was unknown. To address bg, customer consumed carbohydrates and called emergency medical technicians who monitored customer's bg level. Recommendation was made to consult with healthcare provider regarding diabetes management.

Manufacturer narrative:
The quality engineer evaluated pump data and concluded the following: there is no evidence that the pump experienced a malfunction or failure.